Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail and telephone for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation. A 04/16/10 call from cra assisting sales representatve while sales representative is on vacation, stated that the hospital would like me to sign a device disposition letter. I explained to cra that I will need to discuss with my supervisor. A 04/16/10 call from cra assisting sales representative while sales representative is on vacation, stated that the hospital would like me to sign a device disposition letter. I explained to cra that I will need to discuss with my supervisor. A 04/26/10 call to (B) (4) contact, I explained the conditions which (B) (4) can meet regarding the disposition letter. (B) (4) contact agreed and will present our letter to his superior.

Event description:
It was reported that a 6900p was explaned at implant due to leaflets were not coapting. The valve was not sewn in. The device is available for return and will be returned by the sales representative, sales representative requested that a return kit be sent to his home address. No additional information is available at this time.

Event description:
It was reported that an unknown device was explanted after an estimated implant duration of six years due to severe regurgitation. Sales representative will return the device along with an echo.

Manufacturer narrative:
Evaluation summary: calcification is moderate in the cusp area of all leaflets. At the free margins calcification is moderate in leaflet 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Tear at the free margin of leaflet 3 measures to approximately 4mm. Calcification is detected at the region of the tear. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 6mm. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrates calcification. (Model 2800, measured with caliper met (B) (4): 19mm). DHR review was not possible due to no lot/serial number was provided. Device was received; however, customer requested that edwards not modify/ dismantle the device and requested device to be sent back to customer/hospital.